Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2 and h6 . As reported, the plug of a 5f mynxgrip vascular closure device (vcd) did not deploy and began to protrude from the side of the device. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. Multiple attempts were made without success to obtain the device and additional information. The product was not returned for analysis. A product history record (phr) review of lot f1932201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information reported, it is impossible to determine what may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review nor the information availible suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1932201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending, and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) did not deploy, and began to protrude from the side of the device. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The device will be returned for evaluation.